Event description:
It was reported that this implantable pacemaker exhibited noise, high out of range impedance measurements and oversensing on the right ventricular channel. Due to his a red alert was recorded and a lead safety switch was triggered. The patient was asked to arrive to the health care facility for reprogramming of the device. No changes have been performed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the complaint summary for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker exhibited noise, high out of range impedance measurements and oversensing on the right ventricular channel. Due to his a red alert was recorded and a lead safety switch was triggered. The patient was asked to arrive to the health care facility for reprogramming of the device. No changes have been performed. This device remains in service. No further adverse patient effects were reported.